Manufacturer narrative:
Product ID 3889-28, lot# v782171, implanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking incident "a long time ago". Additional information was requested but was not available at the time of this report. This event was previously reported in manufacturers report # 3004209178-2012-06056. All further follow up information will be report ed in under this current manufacturers report.